Event description:
A report was received that the patient underwent a pocket revision due to pocket site discomfort. The patient's pocket site was moved to a more comfortable location. After the procedure the patient was doing well.

Manufacturer narrative:
This is the final report.